Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. Investigation did not duplicate the alleged blank screen. On inspection, the display flex was fully seated and secure in the display flex connector. Unrelated to the original complaint, the battery compartment was noted to be cracked and there was moisture noted inside the pump on the main printed circuit board and support bracket. The performance of the device.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.